Event description:
Vacuum assisted delivery and it was not working properly: device popped off and would not stay on. A new one was obtained and infant delivered with first application of the second device. Apgars 2/6. Prolonged rupture of membranes. C-section performed for non reassuring fhr. No episiotomy. Vacuum applied at 1033, 1035, 1037, to 15-23 mm hg, reduced to 3-5 mm hg. Vacuum on between uc (uterine contractions). On for uc of < 60 seconds. Pop offs x 2, amniotic fluid clear.infant wt (B)(6), length (B)(6), head circ (B)(6). Infant remains in nicu. Infant has no birth related injuries but does have congenital anomalies.physician uses the vacuum routinely; staff assists with use of the vacuum routinely. Difficulty with vacuum may well have been due to congenital anomalies.